Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a low flow event occurred on (B)(6) 2017, that resolved without intervention. The patient refused to go to clinic or the emergency room. The patient was found purple and cold on the evening of (B)(6) 2017. The system controller had produced a driveline disconnect alarm for 84 minutes. It was reported that the driveline was actually connected, and the two connected batteries had power. It was reported that the driveline was difficult to remove when deactivating the pump. The patient subsequently expired. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. System controller log files were not available for investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.